Event description:
The pt had knee surgery in 2000. A basket forcep broke during the procedure and a piece lodged in the pt's knee. The remaining piece was removed during a subsequent surgery in 2000 at the same hosp.